Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps had damage in the top plastic part near the wires. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test.